Manufacturer narrative:
H10 h3, h6 the reported 72201995 2.9 osteoraptor assembly, used in treatment, has not be returned for evaluation. Without the reported product an evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, ¿during a shoulder arthroscopy bankart repair, the implant of the osteoraptor pulled out after being deployed¿. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: pathological conditions of the bone that would prevent secure fixation. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found. Further investigation is not warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a shoulder arthroscopy bankart repair, the implant of the osteoraptor pulled out after being deployed. The procedure was completed with a significant delay greater than 2 hours using a back-up device in an additional bone hole. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.